Event description:
It was reported that the patient was experiencing pocket stimulation. When they tried to reprogram to bipolar they lost capture and the lead impedence measured 144 ohms. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.